Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Review of the lot histories of the subject products could not be completed since the lot numbers were unavailable from the dr.'s office.

Event description:
Two abutments broke in function. Pt is reportedly fine. Pt is same pt asprior MDR reports #m441321 and m734439.